Event description:
The customer reported that prior to use, it was noticed that the pad was damaged. Another pad was used for the procedure. Initial eval by tyco healthcare (B)(4) qa personnel found the pad had no continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.